Event description:
It was reported that approximately 45 months post index procedure the patient had a gi bleed. The patients medication was stopped on the same day. Investigator has assessed that the event was not related to the study device. The patient recovered.

Event description:
An endeavor resolute rapid exchange (rx) drug-eluting stent was implanted in the distal lad during the index procedure. The cardiac catheterization report noted that for the first stent implanted initial stent expansion was excellent; however, the stent migrated slightly to the most proximal aspect of the ima graft, secondary to patient movement. An additional endeavor resolute rx stent was successfully delivered to the target lesion, distal to and overlapping the first stent. Patient was discharged one day post index procedure. It is reported that the patient suffered an mi approximately 3 months post index procedure and the patient underwent revascularization with balloon angioplasty of the lima to the distal lad and placement of a non-medtronic stent in the distal segment of the lima to the mid lad. It is also reported that the patient suffered an mi approximately 6 months post index procedure. Approximately 2 years and 4.5 months post index procedure the angiographic core lab reported a 100% in-lesion restenosis in the distal lad with a notation that the stented segment was totally occluded. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results: (root cause of event is unknown), inherent risk of procedure (mi and stent migration).

Event description:
Additional information received stated that the "entire device migrated (stent did not come off balloon) due to patient shifting position which pulled entire device proximately for short distance." Cine image review: coronary angiographic images of the right and left coronary systems including the previous by-pass grafts were received for review. Once cag was completed on the vessel, images show the profile of the 2.25 x 30mm endeavor resolute stent after deployment. No images were provided of the vessel pre-dilatation or of the stent delivery or deployment. As previously confirmed, the stent was successfully deployed. Delivery or deployment position was not provided on the images, the reported migration cannot be confirmed from the images. There was no evidence of vessel damage or dissection on the images provided.

Event description:
It is reported the patient had a mi approximately 40 months post index procedure. The investigator did not assess if the event was related to the study device. The patient was treated with medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). Evaluation conclusions: known inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi).

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion).

Event description:
Patient death occurred approximately 53 months post the index procedure. Cause of death is unknown.